Event description:
The customer reported approximately two drops of fluid dripped intermittently from the probe after system shutdown involving the coulter act series analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection during the event and cleaned the counter with household bleach. The customer did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer replaced the probe wipe block and resolved the issue. There is an exposure control/risk management plan at the facility.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting via the telephone. The unit was in operation. (B)(4).